Event description:
The customer reported intermittent very high and low rex values related to images taken. Therefore, pt had to be re-exposed.

Manufacturer narrative:
(B)(4). Investigation is still in-progress. If additional info is received, a supplemental report will be submitted per 21 cfr 803.56. (B)(4).